Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10. The cusa excel 23khz straight handpiece (c2600) was returned for evaluation: device history record (DHR) ¿ the DHR was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis - evaluation verified customer information as valid. The transducer was found to be twisted in the handpiece housing. Because the torque base was not used. The transducer, housing and all o'rings were replaced, and the repair, calibration and final test according to the manufacturer's specification have been performed. Root cause - handpiece overtorqued due to incorrect assembly and disassembly of the handpiece by the customer using the torque wrench. This resulted in torque wrench misaligning the dot on the handpiece and the handpiece connector. The ability for customers to execute the instructions as written in the current user manual was verified by conducting a usability study. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This report is linked to mfg report number 3006697299-2022-00136 for a 2nd handpiece which was used: a facility reported that an issue was detected when initialing the cusa excel 23khz straight handpiece (c2600) for an unspecified surgery. During the test, 2 handpieces were used for the same case and were not recognized. As no other handpiece was available, they called in urgently to another hospital to obtain another handpiece. There was increased surgery time of 3 hours; however, no patient injury was reported.